Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified. (Expiry date: 10/2023).

Event description:
It was reported that during preparation of a procedure, the balloon was allegedly unfolded completely without moving the wheels. There was no patient contact.

Event description:
It was reported that during preparation of a procedure, the stent allegedly came off of the balloon and was stuck inside the protective sleeve. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The evaluation of the returned sample observed that stent was within the sleeve, dislodged off the balloon and positioned over the balloon cone at the distal tip. The balloon had not been inflated. The pleats, folds and crimp indentations were intact. The sleeve exhibited slight damage, the source of this is unknown. The result of the investigation is confirmed for the dislodgement issue and inconclusive for the difficult to open packaging issue. The root cause for the reported dislodgement and difficult to open packaging issues could not be determined based upon the available information received from the field communications and sample evaluation. Labeling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event: precautions: the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. Prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. Crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. This device has not been tested for use in overlapped conditions with stents or covered stents from other manufacturers. Directions for use: covered stent size selection: 3. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation: 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. The catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. D4 (expiry date: 10/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.